Event description:
A patient undergoing excision of a burn injury and skin grafting was placed on the or table. The megadyne grounding pad was covered by a sheet and a blue plastic cover. The surgeon requested that a bean bag positioner be placed on the table so that the patient could be put in a lateral position during the procedure. The bean bag was placed on the grounding pad instead of underneath it. The patient sustained a second degree burn to his heel where it was resting on the sheet. The sheet was saturated with fluids.